Manufacturer narrative:
This report was sent in error, as there was no positive culture identified. The actual malfunction reported would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
The customer informed that the scope did not go through a full cycle, as the machine kept alarming, because of a minor leak. There were no cultures.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.